Event description:
Caller stated she had the pump in (B)(6) 2015. She stated she did not want to use the pump in the first place, but her doctor insisted that she needed it to bring down her blood sugar. That the pump she ordered was worth (B)(6). She said the pump was programmed and she received free lessons and training on how to operate the pump. Since then, her blood sugar went as low as 36mg/dl, she could not talk, she called 911, who came in and gave her sugar solution and thereafter monitored her blood sugar and blood pressure to be sure she was stable. She did not go to hospital. Since then, blood sugar has been ranging between 500mg/dl, 300mg/dl. On tuesday (B)(6) 2015, blood sugar was 487mg/dl when she woke up even before she could have anything to eat. She states that she called medtronic and had a replacement today since the old device was defective. She is yet to experience the new device. She stated that the pump is suppose to regulate her blood sugar but instead it is operating differently than expected. She says 310 deaths have been recorded since 2006 and so there should be an investigation as to the reasons behind the defective device.